Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit output did not stop even after releasing the output button. Photo was submitted showing the unit had a dents. There was no patient injury.

Event description:
According to the reporter, during the laparoscopic hernia procedure, the unit output did not stop even after releasing the output button. The button was caught and kept being pushed and when they pressed the button to output, it did not return. There was no burn to the patient. A photo was submitted showing the unit had dents. Replaced with another device, and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a damaged waveguide. Functional testing found that the assembled device returned a green light and produced a welcome tone. The investigation found the device to function normally and within specifications. The waveguide was inspected under magnification and damage was identified. The analysis determined that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the damaged waveguide to crack and break off. It was reported that the device was self activating. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device cosmetic has issue/damage. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.